Event description:
It was reported that a volume discrepancy was noted. The expected reservoir volume was 5.3 ml; the actual reservoir volume was 9.9 ml. The device was an 18 ml pump. No other info was provided at the time of this report. F/u was not possible as no pt or device identifiers were provided.